Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 115mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. Unable to confirm the alarms. The device was received with scratched display window and cracked battery tube threads.